Manufacturer narrative:
(B)(4). Report source-foreign- poland. Device evaluation could not be performed as part# and lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing pain, approximately 12 years post op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Radiographs were provided and reviewed from a radiologist. The review identified the following : overall implant fit is maintained and alignment is unchanged. Bone quality appears normal. There are no signs of loosening, wear, radiolucency or any other contributing factors such as malalignment. No "disturbing image" is identified. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.